Event description:
Using sterile seldinger technique, a 16 fr chest tube was being inserted into the left chest of the pt. As the dilators were being used to enlarge the entry site over the wire, the wire was noted to be frayed and unwinding. The wire was removed from the pt, in total, and a new kit was used to complete the procedure successfully. Add'l info rec'd: the wire did fray and separate and was subsequently removed, intact, from the pt. No adverse outcome was noted for the pt.

Manufacturer narrative:
No prod was returned to assist with this investigation; therefore, we were not able to determine with certainty the root cause of the event. However, based on the info provided, it is possible the device may have met with resistance beyond its intended design. Our qc dept inspects this device for bends, kinks, adequate joint strength and other surface imperfections and verifies the curve configuration 100% prior to further processing. Nevertheless, the appropriate individuals were notified of this event and we will continue to monitor for similar reports.